Event description:
It was reported that the atrial lead exhibited failure to capture and failure to sense. X-ray confirmed atrial lead dislodgement. The atrial lead was explanted and replaced. Patient was stable.